Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 1063 number, and no internal actions was found during the review. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port. It was described that there was a bubble noted in the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was believed that the issue was caused by the insertion of the transseptal trans-septal sheath. The bubble was then cleared from the valve and the procedure was completed successfully. There was no patient consequence. The issue for the air flowed back into the side port is considered a reportable event.